Manufacturer narrative:
Concomitant medical products: 5592-53 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket infection with erosion occurred. Cultures were taken, and treatment was administered. The cardiac re synchronization therapy defibrillator (crt-d) was used as bridge to the new device implant, and was taped to the external body for pacing function only. Subsequently, the crt-d system was explanted and replaced approximately ten days later. No further patient complications have been reported as a result of this event.